Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that almost 3 months after the dental implant was placed in site ada 2 in the mouth, the implant did not integrate in type iii bone. Clinician noted the patient's dehiscence and bone loss. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that fenestration occurred during surgery.

Event description:
The clinician reports that almost 3 months after the dental implant was placed in site ada 2 in the mouth, the implant did not integrate in type iii bone. Clinician noted the patient's dehiscence and bone loss. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).